Event description:
Patient implanted with prodisc-l at l5-s1. Malposition and low back pain reported and prodisc-l was explanted. Reportedly, patient was fused at l5-s1. This is one of three reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. This device was not marketed or approved in the us at the time of implant/explant. Device was not received at synthes. Device evaluation performed by independent facility. Evaluation for the inferior plate was not provided. Synthes is unable to determine manufacturing date without a lot number.